Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start. Review of the log file shows control module power not ok. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found that there was no response even when the power-on button was pressed and held and requested for onsite support. The philips field service engineer (fse) checked the system onsite and found that the issue was related to the power supply unit. The fse found power was available at l1, l2, and l3, a fault in the pdu fan tray and dcps of the power supply unit led to the supply control module failing to provide 24v output to ny15, leaving the pdu unresponsive. To resolve the issue, fse replaced both the pdu fan tray and the dcps. The defective part was sent analysis, for pdu fan tray malfunction was observed and the failed component was defective power supply unit. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.